Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate stimulation. It was verified via x-ray that the patients lead had migrated. The patient underwent a revision procedure wherein the ipg and lead were replaced. The physician decided to replace the ipg as patient was running very high energy to obtain any coverage to the right. The patient was doing well postoperatively.